Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms. It was noted that the insulin pump prompting to rewind and shutting itself off. It was noted that the insulin pump was exposed to a high magnetic field. Customer stated that the displacement test passed and they were able to rewind the insulin pump. During troubleshooting the self test was performed and failed. Customer's blood glucose reading at the time of the incident was unknown. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. Insulin pump is being returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and motor test. No unexpected pump error noted during testing. Pump errors found in pump history file due to software error. No cosmetic damage noted.